Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
Upon insertion, the intra-aortic balloon (iab) did not inflate and had to be removed. Upon realization that the iab was not inflating the iab was replaced immediately. The patient was suffering cardiogenic shock and heart failure. There was no injury to the patient as a result of the device.

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
Upon insertion, the intra-aortic balloon (iab) did not inflate and had to be removed and get another iab to start therapy. There was no injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the reported event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
Upon insertion, the intra-aortic balloon (iab) did not inflate and had to be removed. Upon realization that the iab was not inflating the iab was replaced immediately. The patient was suffering cardiogenic shock and heart failure. There was no injury to the patient as a result of the device.